Manufacturer narrative:
The investigation of the reported event was completed by our experts. The counterweight of the display ceiling suspension (dcs) became loose and fell to the floor. After the initial impact with the floor, the weight tipped over and hit one of the employees on the foot, breaking the toenail of the pinky toe. The counterweights are installed at the system behind the monitors to ensure the balancing of the dcs support arm. The proper fastening of the set screws and slot nuts is checked during the pre-assembling in the factory and during the maintenance services. Siemens is unaware of similar events in the field as the report incident is the first-time occurrence. According to the experts, however, loose screws and/or slot nuts were most likely the cause of the counterweight detachment. The root cause of how or why the screws and slot nuts became loose could not be determined. The counterweight on the concerned unit was reinstalled and torqued properly according to the factory specifications as part of service activity. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. The primary UDI number is section d4 was corrected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. A supplement report will be filed if additional information becomes available. Section h6 code 4755 - counterweight

Event description:
Siemens became aware of an incident that occurred while operating the artis zee floor unit. During movement of the dcs (display ceiling suspension), the counterweight fell down and hit the operator. Health status of the operator is currently unknown. Siemens requested additional information regarding this event.